Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, stored episodes of inappropriate auto mode switching were observed. Review of strips showed intermittent far-field r-wave oversensing that was causing inappropriate mode switch. Programming changes were recommended. Patient was stable and will be monitored.